Manufacturer narrative:
(B)(4): device not received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with their device, however; the issue could not be resolved. The electrode array was found to be partially inserted in the cochlea. The device was explanted on (B)(6) 2015 and the patient was reimplanted with another manufacturers device during the same surgery.